Event description:
Philips received a complaint by the customer on the v60 indicating a battery failure error. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The device was taken out of service. The customer called technical support to request onsite service as the device gave a battery failure error. The remote service engineer (rse) created an onsite work order (wo) for the customer, and a service quote consisting of the replacement power management (pm) printed circuit board assembly (pcba) was sent to the customer for approval. The investigation is ongoing.

Manufacturer narrative:
A philips service engineer was ultimately not able to evaluate or repair the device as the service quote expired on april 26, 2026; therefore, it could not be determined if the device failed to meet specifications. It is unknown what the outcome of the service event was, and no further information could be obtained. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired, a new service order will be opened and will be captured through philip's normal complaint procedure.